Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. It is a phenomenon that seal is caught in middle part of delivery device in the process of separating after checking in seal loader window that seal is properly installed in tube at delivery device. Attempted to remove the seal forcibly, but the same new product was used because the seal did not come off. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Photographs were provided by the account. A photographic inspection was conducted. The delivery device was observed to be outside the loading device, with the seal and tension spring assembly in the loading device. The white plunger was not depressed and the blue slide lock was not observable in the photographs. An investigation was conducted on(B)(4) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was not engaged. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218in. The length of the delivery tube was measured at 2.50 inches. The seal and tension spring assembly was observed to be in the loading device, just below the window of the loading device. The seal and tension spring assembly was removed from the loading device. There were no visual defects observed on the seal or tension spring assembly. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed. MDR originally submitted on (B)(6) 2019. Resubmitted per cdrh request from: esg help desk <esghelpdesk@FDA.hhs.gov> on (B)(6) 2019, at 4:47 pm, carl jackson wrote: "hello,  we were notified that cdrh processing system had intermittent issues processing submissions ("adverse_events" and "electronic_submissions" ) from 1pm est on october 9, 2019 to 2pm est on october 10, 2019.  Cdrh has requested users to resend submissions if you have not received ack3 or ack4 for your submissions sent during this time.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. It is a phenomenon that seal is caught in middle part of delivery device in the process of separating after checking in seal loader window that seal is properly installed in tube at delivery device. Attempted to remove the seal forcibly, but the same new product was used because the seal did not come off. The hospital did not report any patient effects.